Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a paced r wave on t wave which caused ventricular fibrillation.